Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that all of a sudden the patient's symptoms had returned and the head, hands and voice started shaking, patient was losing all functions in her hands. Patient reported that they could not write and would not be able to read it if they tried. Patient stated that they were having a hard time finding a medical doctor familiar with the device. Patient did not have access to a patient programmer (pp) to check settings and the time of the report. Patient noted that the last time they used a pp was about a year ago when they turned off the implant for test on their heart, but that patient had not used the pp since. Patient was sent physician listings. It was recommended for patient to call back for help using the pp when they were ready. Patient was also redirected to the health care professional (hcp) to address symptoms. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. She stated she was unable to answer the questions in the letter because her hands shook so bad she could not write. She did not remember when the shaking began but stated in the last 5 years it has gotten worse and worse. She reported she had two lumps on the top of her head. She also noted it was raw where the stimulator was and she could feel the stimulator protrude. The patient reported the shaking affected her voice.